Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having high impedances on port b and c of the ipg. It was also reported that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having high impedances on port b and c of the ipg. It was also reported that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Device evaluation indicated that the device passed all the tests performed. The complaint in regard to the stimulation issue was not verified. The ipg was investigated with known good test leads. Impedance measurements were within the expected range. X-ray/borescope inspections of the ipg header found no anomalies. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was having high impedances on port b and c of the ipg. It was also reported that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.